Manufacturer narrative:
Investigation details: investigation was completed, and it was noticed that the bisector is hooked over one side of one of the bisector elements. This confirms the customer comment about the blade would not cut. The lhr review was completed. There were no non-conformance related to the failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the blade would not cut. Another device was used to complete the procedure. No patient complications were reported. Upon decontamination in 2007, it was noticed that the "the cutting blade is hooked over one side of one of the electrode." This is a reportable malfunction.